Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by a field clinical specialist (fcs) during a transfemoral tavr procedure, the first 26 mm sapien 3 ultra valve was almost at full deployment when a premature ventricular contraction (pvc) broke through and caused the valve to embolize in the aortic. They used the commander delivery system (ds) to drag the valve to the ascending aorta, past the left subclavian artery. Then post dilated the valve with a 30 zmed balloon to stabilize it in place. A new 26 mm sapien 3 ultra valve was successfully deployed with +2 cc added to the nominal volume (total 25cc) in the native aortic annulus. Post deployment, it was decided to inflate the 2nd 26mm commander ds balloon to attempt one more time to drag the first valve into the descending aorta. However, the commander delivery system balloon burst when inflated with the additional volume (25cc). As the valve appeared to be in stable position in the ascending aorta, it was decided to conclude the case. It was then attempted to remove the ds, but there was difficulty withdrawing the ruptured balloon into the esheath+. The distal portion of the balloon material was getting stuck at tip of the esheath+ and they were unable to get it completely into the sheath and pulled the devices out as a unit. The surgeon did a small nick at the groin (just in the skin, it was not a cutdown) and clamped the nose cone to help with the removal. The delivery system was removed successfully and intact (the nosecone was still attached to the catheter). The patient was stable post procedure. Per the fcs, the perceived cause of the 1st valve embolization was the pvc. The embolized valve position was canted due to being implanted in the ascending aorta curvature. It is possible that this, along with the additional volume, contributed to the ds balloon burst. There was no allegation that the events were due to an edwards device deficiency. The devices will not be returned for evaluation. This report is for the embolized valve.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-10949. A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint was unable to be confirmed. As the device was not returned and no imagery was available, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''embolized into aorta'' was unable to be confirmed as no relevant imagery provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, ''the first 26 mm sapien 3 ultra valve was almost at full deployment when a premature ventricular contraction (pvc) broke through and caused the valve to embolize in the aortic.'' In this case, a premature ventricular contraction (pvc) event took place during thv deployment. Pvc is an extra heartbeat generated in one of the two lower heart pumping chambers (ventricles), which can cause unexpected changes in systolic blood pressure (sbp). Per rapid ventricular pacing (rvp) protocol, sbp is dropped down and maintained below 50 mmhg prior to balloon inflation to slow down the flow of blood from the left ventricle into the aorta. An unexpected pvc event could disrupt the rapid pacing, giving rise to loss of capture via sudden delivery system movement at the time of deployment and, thus, to subsequent aortic embolization. As such, available information suggests that patient factors (premature ventricular contractions) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions nor product risk assessment is required.